Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during use on a patient, the intra-aortic balloon pump (iabp) had the following message appear on the unit: "iab opt. Cal expired" message." There was also a poor arterial pressure waveform. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected field: b5, h3, h6 (medical device ¿ problem code). Additional contact information: (B)(6). The problem was with the balloon pump catheter, which is a disposable device. Service would not be called for this.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had the following message appear on the unit: "iab opt. Cal expired" message." There was also a poor arterial pressure waveform.